Manufacturer narrative:
Section h6 correction: medical device problem code 1198 - electrical /electronic property problem added. Manufacturer's investigation conclusion: the reported event of an unknown controller exchange on 20mar2023 was confirmed via the submitted log files. The submitted periodic log file revealed controller being connected to the pump on 20mar2023, 11:01:05. The log file then captured the controller being connected to power, but not the pump, on 11mar2024 at 21:43:04 which is consistent with (B)(6) as a backup controller. On 11jun2025 at 03:08:19, the log file captured the controller being connected to external power and the pump for the remainder of the log file. This is consistent with the controller becoming the primary controller again. The system controller was not returned for testing. Provided information revealed that the reason for the exchange is unknown and the patient performed the system controller exchange at home despite being advised not to. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch, rev. D section 7 ¿ ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook, rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, and heartmate 3 IFU, section 2 ¿ ¿system operations¿, instruct users on how to replace their backup battery in the system controller. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient performed the system controller exchange at home despite being advised not to. Further review of the pump log files revealed a dclink_I fault that did not result in adverse patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log file review revealed a system controller exchange on approximately (B)(6) 2023.